Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Two separate bone plugs were opened for surgery and deemed unsterile due to seal on packaging. Update 12/jun/2018: spoke to rep. The seal on the outer blister was not adhered to the outer blister all the way around and there were 'gaps' allowing air to pass in and out. The seal on the inner blister was also not adhered to the inner blister all the way around with the same 'gaps'. This happened with 2 devices with 2 different lots. The outer boxes were discarded before the rep could retrieve them. Primary tka procedure. Rep was present in the operating room and witnessed the event. Additional devices were immediately available in the operating room and there was no surgical delay - the surgeon was not even aware of the event until after the procedure was complete.

Manufacturer narrative:
An event regarding pack damage involving a bone plug was reported. The event was confirmed. Conclusions: it was deemed through nc that this event is not manufacturing related. The conclusion of this nc stated [...] There are sufficient controls and inspection steps in the manufacturing process to verify seal integrity and that the shrink wrap meets all workmanship standards. It can be concluded that the seal breaches of the complaint parts did not occur during the manufacturing process, and must have occurred externally. [...] The exact cause of the event could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Two separate bone plugs were opened for surgery and deemed unsterile due to seal on packaging. Update 12/jun/2018: spoke to rep. The seal on the outer blister was not adhered to the outer blister all the way around and there were 'gaps' allowing air to pass in and out. The seal on the inner blister was also not adhered to the inner blister all the way around with the same 'gaps'. This happened with 2 devices with 2 different lots. The outer boxes were discarded before the rep could retrieve them. Primary tka procedure. Rep was present in the or and witnessed the event. Additional devices were immediately available in the or and there was no surgical delay - the surgeon was not even aware of the event until after the procedure was complete.